Event description:
During a laparoscopic cholecystectomy procedure, the device would not fire and there were only a few clips. There was no pt consequence. The procedure was completed with the same device.